Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10 concomitant products: 340-000-000, mcgrath 3.6v battery 340-000-000 (lot#:8068505), 340-000-000, mcgrath 3.6v battery 340-000-000 (lot#:h21082004), 340-000-000, mcgrath 3.6v battery 340-000-000 (lot#:h22081904), 340-000-000, mcgrath 3.6v battery 340-000-000 (lot#:h22042504), 340-000-000, mcgrath 3.6v battery 340-000-000 (lot#:h20121404) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the customer¿s battery was then put into the test, and it was found that both the display and the light emitting diode (led) would not work. It was reported that the device won't turn on and the display was blank. The reported issues were confirmed. The most likely cause was traced to component failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter the videolaryngoscope showed four small squares, and the screen did not appear or turn on when the battery in question was used. The battery was replaced and the handle was power cycled, but the issue remained. There was no patient involvement. The six additional batteries showed the same failure, and it was unknown if there was patient involvement at the time of the reported event.